Event description:
It was reported that one day post implant, loss of capture was noted with autocapture enabled. The output was changed to 5 volts in the unipolar configuration and regular capture was observed. An x-ray revealed that the lead positioning was fine. The ventricular channel was left at high output at 7.5 v, 0.5 ms. The patient would be followed-up in one month.

Manufacturer narrative:
No medwatch form was received.